Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. The user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 503 mg/dl and the cause was not known. A correction bolus was delivered to address the bg. During troubleshooting, no device issues were identified. Reportedly, the customer was reusing the cartridges and humalog was used for 4-5 days. Tandem technical support informed the customer that the cartridges were labeled for single usage and humalog is labeled for 48 hour use with the cartridge. The customer acknowledged the information.